Event description:
The customer reported that the intellivue x3 speaker was not working. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that the intellivue x3 speaker was not working. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.